Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported difficulty removing the cds through the sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty removing the cds through the sgc could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) (51103a1013) and a mitraclip xtw clip delivery system (cds) (51023a1045) were prepared and inserted. The mitraclip xtw (51023a1045) was steered down to the valve with m-knob. However, it was observed that the cds had an unusual flat angle from the anterior to the posterior side. To correct the angle, the +/- knob were applied on the rotation of the sgc. However, the cds was unable to be positioned in a perpendicular angle to the annulus plane. Therefore, the cds was removed, and correct orientation relative to the sgc (blue alignment marker) was checked. Correct alignment was confirmed. Therefore, the clip was reinserted. However, after steering the clip down the mitral valve again, the cds showed a similar flat angle relative to the annulus plane. Therefore, a decision was made to remove the clip again to repeat the complete clip insertion, to check if any misalignment occurred. However, during removal of the cds, the cds (51023a1045) became caught on the distal end of the sgc (51103a1013). The cds was ultimately able to be freed from the sgc, and the cds was removed from the patient. A second mitraclip xtw clip delivery system (cds) (51024a3092) was then prepared and inserted. However, the cds (51024a3092) showed the flat orientation as well. After several attempts using the +/-, a/p and m-knob, a marginally sufficient orientation could be achieved (still a sort of "aortic hugger" orientation). The clip was ultimately deployed on the mitral valve. A third clip was then inserted and deployed on the mitral valve. The procedure was completed with two clips implanted, reducing mr to a grade of 1+. It was noted that correct alignment was confirmed for all cds during insertion (blue alignment markers of cds and sgc). There were no adverse patient effects and no clinically significant delay in the procedure.